Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a short-circuit in the heater element of the cardioplegia side. It is likely that the device will not be repaired and a loaner device has been requested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the circuit breaker of the wall outlet in the operating room is breaking down when the heater-cooler system 3t is powered on.there was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the customer decided not to proceed with device repair due to additional issues found on the device (noisy patient pumps, cooling coil corroded, cardioplegia bridge corroded) and due to repair costs. Thus, the device was scrapped.